Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty on an unknown date. Subsequently, patient was revised four weeks following the initial procedure on (B)(6) 2015 due to infection. A washout performed and no components were removed or replaced.